Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen timed off too soon. Reportedly, the touch screen would time out after the customer pressed just 1 time directly on a menu selection. The customer would not press out of bounds; however, the screen would still lock. There was no known impact to the customer's blood glucose level. Customer confirmed that an alternate method of insulin delivery was available.